Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power alarm. Customer's blood glucose at time of incident was unknown. Customer was unable to review his alarm history at this time. The customer was advised to insert a new (B)(6) aaa alkaline battery. The customer is requesting a new pump since his pump has been shutting on and off these last few days. The customer was advised that we ship a replacement pump.